Event description:
It was alleged that a patient undergoing a hair transplant received second to third degree burns under the dispersive electrode. The location of the dispersive electrode was on the patient's backside on the left flank. The burns varied in size (two third degree burns size 1 1/2" x 3mm and 1" x 3mm and several pea size blisters noted as second degree burns). The burns were treated with cortisone and aquaphor. The blistered areas are healing and the third degree burns have developed scabs.